Event description:
During a latissimus dorsi flap procedure the clips would not form. Successive mcl20's were pulled until one was found working. The case was then completed without incident to the pt.